Manufacturer narrative:
(B)(4). Date sent 10/1/2025 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? If the anvil could not be opened, how was the device removed. Was the device not able to be removed and subsequently the tissue was cut? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure after closing the truck and thus adapting the two stumps of the intestine, it is no longer possible to remove the stacker from the outlet, even though the truck was in the "green" area. Op with a new stacker placed in front and finished. No patient harm

Manufacturer narrative:
(B)(4). Date sent: 10/7/2025. Additional information was requested, and the following was obtained: was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? If the anvil could not be opened, how was the device removed. The device could not be fully opened or released. Therefore, it was disassembled, and the anastomosis was completed with a new, properly opened stapler. Was the device not able to be removed and subsequently the tissue was cut? No during a sigma resection, the following problem occurred. After connecting the stapler and the pressing plate, the orange indicator tab in the display did not move when turning the stapler; it remained in its position. However, the stapler could still be turned. But then, the safety lock on the release handle could not be released, so firing the stapler was not possible. The stapler was then disassembled again, the pressing plate was removed from the device, and the anastomosis was completed with a newly opened stapler.